Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint could not be confirmed. The customer returned one peel-away sheath/dilator assembly which appeared typical and unused. Microscopic examination confirmed that there was no damage or defects. Functional testing was performed by inserting the dilator securely into the sheath hub which locked the dilator in place. A light tug on the dilator did not affect the secure connection. When more force was applied, the dilator became unlocked and was able to be removed. The od of the dilator hub met specification. A review of manufacturing records did not yield any relevant findings. The provided instructions describe suggested techniques for placement of the sheath dilator assembly. Since, no problem was found with the returned sample, no further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon insertion the dilator unlocks with very little pressure. As a result, a new dilator/sheath introducer needs to be used to complete the procedure. There was no delay in treatment. No death or complications occurred to the patient.